Event description:
The pt has two leads from the same lot. It was reported the pt began receiving uncomfortable stimulation in unintended areas after housekeeping. An impedance check was performed and no anomalies were found. Reprogramming to provide resolution was unsuccessful. Fluoroscopic images revealed lead migration. As a result, surgical intervention will be undertaken.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.